Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error and power loss alarm. The power management tool confirmed power error and power loss alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for unexpected battery power loss. The customer¿s blood glucose was 5.8 mmol/l. The customer stated that they did not receive a low battery alert prior to the replace battery now alarm. . Customer states the battery was not previously used. Customer states the insulin pump was not dropped. Customer states there were not unattended alarms. Customer states the battery cap is not loose, cracked or damaged. This is the second occurrence of replace battery now without a low battery warning. Advise the insulin pump will need to be replaced. Advise they may continue to wear insulin pump until replacement arrives if they insert a new battery. The insulin pump will not be returned for analysis.